Event description:
It was reported that low sensing was observed. The sense/pace portion of the lead has been capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.